Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It was reported the recharge duration for the pt¿s ((B)(6)) ipg has recently increased. There have allegedly been no changes in the pt¿s program settings. Efforts to resolve this matter with use of a new charging system proved unsuccessful. Surgical intervention will be undertaken on a later date to address this issue.